Event description:
It was reported that one day post implant, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient recovered well post procedure.

Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.